Manufacturer narrative:
When the technician investigated the charger cable of the lift, he noted the cable was damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the battery charger of the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the charger cable of the lift appeared damaged. He picked up the cable without disconnecting it from the peer plug. The two damaged live wires touched causing a spark. The lift was located in (B)(6) at the account. There was no patient/user injury reported. (B)(4).